Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
During troubleshooting for the carelink system, the customer stated that he experienced low blood glucose levels while driving, and he totalled his car. The customer didn't provide more details about the event. Called the customer several times to get further information, but there was no answer either time. Left messages. Nothing further was reported.